Event description:
New information received notes the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s system was providing readings of both high and low impedance which could not be reproduced in clinic. The physician opted to turn off the svc coil and sent the patient home. Subsequently the patient did receive appropriate therapy. On (B)(6) 2018, the patient¿s right ventricular apical lead was revised and was replaced. The patient was stable following this procedure. Subsequently the patient received multiple appropriate therapies. Nevertheless, the patient¿s system then subsequently reflected continuing high impedance issues and, as such, the physician plans to explant and replace the patient¿s implantable cardioverter defibrillator. No further information was available.

Manufacturer narrative:
Supplemental correction report needed to correct the event date from the initially reported (B)(6) 2018.

Manufacturer narrative:
Final analysis found the reported field event of high voltage lead impedance was confirmed in the laboratory. The device was tested on the bench using test leads and resistor loads and was found to have higher than expected high voltage lead impedance. The cause of the high voltage lead impedance anomaly was found to be due to a u1 ic anomaly.